Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption numbere2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional aortic dissection procedure. Reportedly, a suture break occurred. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 20f and the interventional aortic dissection procedure was completed. The successfully preplaced sutures of the two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.